Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element long 3.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found stent damage. Distal stent struts were pushed proximally and bunched. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found damage proximal to the distal tip at the distal markerband. The shaft was kinked. No other issues were identified during analysis.

Event description:
Reportable based on the product analysis completed on 17april2020 it was reported that difficulty crossing the lesion was encountered. A promus element plus 3.00 x 38mm was selected for a percutaneous coronary intervention (pci). The intended lesion to be treated was located in the left circumflex (lcx) artery, which was 90% stenosed, moderately tortuous and calcified, 38mm in length, with a vessel diameter of 3.0mm. The 3.00x38mm stent balloon was advanced but was unable to cross the lesion. The procedure was completed with a different device and the patient was noted to be stable. However, the returned product analysis revealed stent damage.